Manufacturer narrative:
The customer¿s report of a channel disconnect alarm during infusion was confirmed. Physical inspection of the device noted that the iui connectors of each device were contaminated, some showed signs of corrosion. In addition, the pcu had bent pins on the female iui connector. Further inspection of the device showed signs of fluid ingress around both iui connectors, under the membrane frame, inside the rear case, and around the bezel. Log analysis shows on (B)(6) 2017 at 8:44am, a basic infusion was programmed on channel b (pump module s/n: (B)(4)) at a rate of 75ml/hr with a vtbi of 250ml. An infusion of norepinephrine (16mg/500ml) (drug ID=249) was programmed on channel c (pump module s/n: (B)(4)) with a patient weight of (B)(6), a dose of 0.05mcg/kg/min, and a vtbi of 250ml. Before the infusion was started, a channel disconnect alarm occurred with channel b registering as being removed. The system was then powered off. Functional testing was performed, very light physical manipulation of the devices attached to the left side of the pcu (channels a and b) caused a channel disconnect alarm to occur. Both channels a and b lost power and remained off after the alarm was cleared. This test was repeated several times with the same result. The proximate cause of the customer¿s report of a ¿channel disconnect¿ alarm was determined to be the result of poor electrical connectivity (due to damage/contamination) of the left (female) iui connector of the pcu and the right (male) iui connectors of pump module s/n: (B)(4). The root cause of the contaminated iui connector was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a channel disconnect occurred during an infusion of pressor medication. The user obtained a new device set up to continue the patient¿s medications. There was no report of patient harm, devices were sequestered and sent to biomed for evaluation where corrosion was observed on one of the iui connectors. Although requested, no additional event details were provided.